Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that an 8110 syr was affected by gripper and sizer recall. There was no reported patient involvement.

Manufacturer narrative:
Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, and imdrf annex a,g,b,c and d grids, remedial action required and remedial action #. Omit: b17 - device not returned.

Event description:
It was reported that an 8110 syr was affected by gripper and sizer recall. There was no reported patient involvement.